Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device¿s jaws would not open and close properly. It was described as being jammed. A new device was opened and worked fine. There was no patient involvement.